Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the monopolar curved scissors (mcs) were not working properly, it was not opening. It was necessary to change it and when removed, the rod was identified to have broken. The procedure was completed with no reported injury.